Event description:
Pt reported obtaining back-to-back blood glucose results, of 169 mg/dl on a professional meter and 560 mg/dl on the advantage sys. Pt did not modify therapy based on these results. No pt injury was reported and no treatment was rec'd. The location where the discrepant results were obtained at the medical center. One control, unk type, was run and the result was outside of the acceptable range (high). Technical support requested the return of the suspect prod and replacement prod was shipped. Advantage sys: strip lot 548896 with exp date 03/31/2007.

Manufacturer narrative:
The suspect prod is the comfort curve test strips.